Event description:
During a coronary drug eluting stenting treatment procedure, two delivery balloons became stuck in the stents following deployment. The first lesion was located in the heavily tortuous, 95% stenosed left anterior descending artery (lad). The lesion was pre-dilated with a 2.5 x 20 mm quantum maverick balloon. The physician implanted the taxus express2 8.8% 2.5 x 24 mm drug eluting stent in the lad and it was deployed at 12-14 atms. The stent was post-dilated with a quantum maverick 2.5 x 20 mm balloon. The balloon was deflated. Upon removal, the balloon was sticking to the stent. The physician reinflated, deflated, advanced and turned the balloon catheter and pulled on the balloon to release it. The balloon was removed intact. The second lesion was in the heavily tortuous and calcified circumflex (cx). The lesion was pre-dilated with a quantum maverick 2.5 x 20 mm balloon. The physician placed a taxus express2 8.8% drug eluting stent of unknown size. The stent was deployed at nominal pressure. The stent was post-dilated with a quantum maverick 2.5 x 20 mm balloon. The balloon would not release from the stent when trying to withdraw it. The physician was able to remove the balloon by advancing and turning the balloon catheter. The balloon was removed intact. No pt complications or injuries were reported. The pt's status is reported as godd. Same case as 6000089-2004-00496.